Manufacturer narrative:
Updated information: d6b explant date added.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 64-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a hematoma. The patient was taken to the operating room (or) for a washout. The post-procedure outcome is unknown. The impella functioned at p-5 at 3.2l/min as intended. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 clinical narrative updated and h6 codes updated. B1 product problem was added.

Event description:
Updated clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 64-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a hematoma. The patient was taken to the operating room (or) for a washout. Ten days after impella insertion, the patient underwent a coronary artery bypass graft (CABG). The patient was on cardiopulmonary bypass (cpb) and there was a perforation of the posterior aspect of the left ventricle (lv) wall. The perforation was repaired with a patch on the lv puncture. The post-procedure outcome is unknown. The impella functioned at p-3 at 2.5l/min as intended. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements. Cardiac perforation (including lv perforation) is a potential adverse event, and consistent with known device-related and patient-related factors, and/or can be attributed to user technique.

Manufacturer narrative:
D4. Catalog, serial and primary UDI number. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Access site adverse event / hematoma: the cause of the access site adverse event / hematoma could not be determined as insufficient clinical details were provided. Device in wrong position: the cause of the device in wrong position could not be determined due to limited clinical details were provided. Patient device interaction problem / cardiac perforation: the cause of the patient device interaction problem / cardiac perforation is most likely an unintended user error as the clinical details state that the impella perforated the ventricle during the CABG procedure and the pump was then shallowed after.